Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was dried contrast in the device. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube and a tear in the balloon material that was located 11mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 18 atmospheres for 5 seconds, it was noted that the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on initial inflation at 18 atmospheres for 5 seconds, it was noted that the balloon was torn. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.